Manufacturer narrative:
Device manufactured between august 4, 2017 to august 6, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported seven (7) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. This issue was identified during setup. There was no patient involvement. No additional information is available.